Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. No additional patient effects were reported. The lv lead was explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".